Event description:
The customer reported that the system would not x-ray and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the console keyboard controller board. The system operates as intended.